Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15315. It was reported the pt felt the stimulation power down and then ramp back up causing an uncomfortable jolt that lasts approximately 1 1/2 to 2 minutes. The pt denies any falls or traumatic events occurring. Pt indicates she has adequate stimulation. The sjm representative met with the pt and after reprogramming, the pt states she still feels the ipg power down and back up. The pt also observed an ipg low warning. Based on the program parameters premature battery depletion appears to have occurred. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.